Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. The insulin pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. The customer stated she was in the pool with the pump. Customer's blood glucose was 55 mg/dl. She treated with apple juice and her blood glucose went up to 137 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.